Manufacturer narrative:
This report is submitted on may 1, 2020.

Event description:
Per the clinic, the abutment was removed and a cover screw was placed over the implant on (B)(6) 2019. A skin revision was also performed. The reason for the abutment removal is currently unknown. More information is being sought from the clinic.

Manufacturer narrative:
Per the clinic, it was reported that the patient underwent a surgical procedure on (B)(6) 2019, in order to debride the infected tissue at the implant site. The patient was treated with topical antibiotics following the procedure. On (B)(6) 2019, the patient was seen for follow up and an additional surgical procedure was performed. During the procedure, the wound was cauterized with silver nitrate and was prescribed oral and topical antibiotics. The wound has reported to have since healed following the procedures. This report is submitted on july 20, 2020.

Manufacturer narrative:
Per the clinic, there was a reported infection. It is unknown how the infection was treated. This report is submitted on (B)(6) 2020.